Manufacturer narrative:
(B)(4). This lot was manufactured from november 26, 2012 ¿ november 27, 2012. The device was received for evaluation. During visual inspection, a black mark was observed on the filter of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on a filter. This was identified during storage. The device was filled with an unspecified amount of ganciclovir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.